Event description:
It was reported that the patient has bilateral hip implants. Patient states that she has had pain in her right hip since having surgery. Patient states that she goes to pain management and had cortisone injections in her back. Patient states that she can't do basic tasks around her home because of the pain and difficulty getting around. Patient also states that metal detectors have gone off in the past.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an right unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain related to a right stryker hip was reported. The event was not confirmed. Review of the provided records by a consulting clinician indicated: "in reviewing the many handwritten notes in this case, the patient¿s pain appears related to lumbar radiculitis, chronic pain syndrome, and neuropathy rather than factors associated with prosthetic design, manufacturing, or materials." Device history review could not be performed as the reported device was not properly identified. Complaint history review could not be performed as the reported device was not properly identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Clinician review of the provided records indicated the likely root cause of the reported pain to be related to patient factors.

Event description:
It was reported that the patient has bilateral hip implants. Patient states that she has had pain in her right hip since having surgery. Patient states that she goes to pain management and had cortisone injections in her back. Patient states that she can't do basic tasks around her home because of the pain and difficulty getting around. Patient also states that metal detectors have gone off in the past.